Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the cybersecurity upgrade, the device went into backup mode. The device was reprogrammed to restore settings and the physician chose not to re-attempt the upgrade. The patient was stable with no consequences.